Event description:
The patient came to the or as a bring-back several days post-op for a laparoscopic nissen fundoplication. The disposable ethicon stapling device that was used for the case misfired. The device is an ethicon product, number atw45. This device cuts and staples at the same time. In normal use, you squeeze the trigger once and then twice, and it both cuts and staples. On the second squeeze of the trigger, the unit made a strange "crunching" noise. It was then difficult to disengage the trigger. When the surgeon finally did get the trigger to release, there was neither a cut, nor a staple line. The product was put aside, and a new unit was used for the case. Both units were saved, but it is unclear which device is the defective product. There was no harm to the patient. Ethicon endo-surgery was notified of the incident. Both devices will be sent to their labs for evaluation and/or reporting purposes.